Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking screw / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient underwent revision of left pfna im nail on (B)(6) 2019 due to a fall, refracture, and device migrations. The initial surgery was performed approximately 3-4 weeks earlier by another surgeon at the same hospital. The patient fell on (B)(6) 2019, in which the mid-distal shaft of the femur re-fractured and the distal end of the nail cut out through the fracture gap anteriorly. The im nailing following the previous surgery appeared mal-aligned within the im canal of the femur and the distal fragment of the femur appeared rotated on x-ray. Two (2) distal locking screws of the im nail had also backed out of the nail following the fall and subsequent re-fracturing on x-ray. Patient was unwell generally, immobile and living in a care home. During the revision surgery, clinical decision was made to reduce new fracture, leaving the current im nail in-situ due to ill health of patient rendering it¿s removal and revision unsafe. Further plan was to replace the distal locking screws of im nail and use liss plating for additional fixation of fracture and due to patients poor bone quality. It became apparent during the latter stages of the revision surgery the patient¿s heath was deteriorating under anaesthetic during the liss plating. The decision was made to not replace the distal nail screws by the surgeon. It was noted the surgeon was told by the company representative the importance of distal locking of im nailing as per surgical technique to reach it¿s construct stability as per clinical data/evidence, to reduce stress on pfna blade and proximal nail itself, as well as to prevent toggling and potential further im nail failure. After discussions the surgeon decided given the situation to continue with final remnants of liss plating without locking the im nail distally due to plating position and patient¿s deteriorating health. Patient outcome and surgical delay is unknown at this time. Concomitant device reported: unknown proximal femoral nail antirotation (pfna) blade (part # unknown, lot # unknown, quantity # 1). This is report 1 of 3 for (B)(4). This report is for an unknown locking screw.